Event description:
Device was being utilized for delivey of stent graft extension leg. Resistance was felt during advancement and they were not able to open the device. Upon removal, they found the valve was wedged between the graft and the inner wall of the sheath. The pt is fine and has had no complications.